Event description:
It was reported that exit block and loss of sensing were observed on the ventricular lead. Lead dislodgement was noted via x-ray. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.